Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the grasping retractor involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer was confirmed based on analysis. Visual inspection found the pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Per the instruction for use (IFU), inspect instruments and cables for damage prior to each use, especially the insulation of laparoscopic or endoscopic instruments.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the instrument stopped working. The customer observed the cable was sticking out. The customer reported that no fragments fell into the patient. The procedure was completed with no reported harm, injury, or adverse outcome.